Event description:
A malfunction alarm with the code "malf 12" was reported by the customer, but no notable events occurred prior to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided the customer with information on how to reset the pump, assisted in resetting it, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arose again, which the customer acknowledged and understood.